Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that there were impedances showing > 4000 ohms except for electrode pair 1 and 2 with values of 546 ohms. The rep said the screen was showing that the settings were at 1.5v, 210 pw, and 30hz after changing the patient's stimulation to higher voltages of 9.6v and 8.0v. The patient reported no falls or trauma and went home still feeling stimulation in the intended area. The rep said they would meet with the patient again to rerun impedances as they wanted to determine if a new paddle and/or battery replacement would be needed due to the ins being implanted in 2006. No symptoms were reported. No further complications were reported/anticipated.